Event description:
The patient contacted animas on (B)(6) 2012 alleging she did not feel well, experiencing flu-like symptoms and had elevated blood glucose (bg) of 589 mg/dl with nausea on (B)(6) 2012 at 3:00 pm. The patient treated the elevated bg with an insulin bolus via insulin pump. The patient reported six hours after the correction bolus, the bg was down to within normal limits. The patient reported her most recent bg measurement was 63 mg/dl. The patient reported that when she had the elevated bg, she changed her site and cartridge and when she removed the cartridge cap, she found insulin sitting inside the cartridge compartment on top of the cartridge. The patient stated that she did not observe any wetness in the bottom of the cartridge compartment. The patient replaced the cartridge and continued use of the pump without further issue. The patient verified that the luer lock was connected securely, but the neither cartridge nor tubing had been checked for cracks. The cause of the leak was not able to be determined. This complaint is being reported because the patient experienced elevated bg and discovered insulin of unknown origin inside the cartridge compartment.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge lot #b201894 has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed; no damage or defects were noted. The cartridge was found to pass the leak, force and fill test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.